Manufacturer narrative:
Reportable as not able to provide respiratory support to the patient. The bvm malfunctioning would potentially lower the volume delivered to the patient. Based on the reported information, the criteria for reporting an adverse event have been met. Summary: returned product confirmed the complaint. During investigation of the device without a manufacturing date/lot number, it was found that the device was made prior to certain engineering changes dating to 2015. Ra: RMA-20020 contains appropriate risk assessment. Previous corrective actions of capa14-016 and mi-co19-0225 address the non-conformance identified by this complaint.

Event description:
Bvm malfunctioned and patient was not able to be ventilated for an unknown reason.

Manufacturer narrative:
Reportable as not able to provide respiratory support to the patient. The bvm malfunctioning would potentially lower the volume delivered to the patient. Based on the reported information, the criteria for reporting an adverse event have been met.

Event description:
Bvm malfunctioned and patient was not able to be ventilated for an unknown reason.